Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the right ventricular (rv) lead was fractured. The lead insulation was damaged and the pacing impedance was high. A different rv lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.